Event description:
Patient reports that her cassettes are needing to be changed sooner than the 48 hours they should be lasting for. Patient is needing to change their treprostinil cassette 2-3 hours early and notices she doesn't have enough left over in her pump, and she gets a tingly and numb feeling. Patient confirmed she has not tugged on lines, no leaks, no wetness on dressing or anywhere near the port. Current pump serial number: (B)(6). Patient will be shipped new pumps and will notify pharmacy if the issue persists. She did not have any interruption in infusion or messages in the pumps but will switch them out. Pumps with serial numbers (B)(6) are being replaced. Ref report: mw5163588. Did the reported product fault occur while in use with the patient? Yes. Did the product issue cause or contribute to patient or clinical injury? Yes, was any medical intervention provided? No. Is the actual device available for investigation? Yes. Did we replace device? Yes. Did the patient have a backup device they were able to switch to? Yes, however patient is having the same issue with both pumps. If yes, was the patient able to successfully continue their infusion? Yes. Is the infusion life-sustaining? Yes. What is the outcome of the event? Resolved. Reported to (B)(6) by pt/caregiver. Ref report: mw5163588.